Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract fulling and user was punctured on index finger. Results of user or patient impact or intervention provided has not yet been obtained. It was reported that the malfunction occurred with 5 devices. The following information was provided by the initial reporter: it was reported from the distributor that their customer has delineated an issue, after activating the needle safety, needle did not fully retract with around 1cm needle exposed beyond device. Writer punctured skin on index finger (right hand).

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 23-jun-2023 h.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 267 22g x 1.00in insyte autoguard devices from lot number 2216568. The units were received sealed and there was no observable physical damage. A functional test revealed that the needle of the unused samples fully retracted as designed. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract fulling and user was punctured on index finger. Results of user or patient impact or intervention provided has not yet been obtained. It was reported that the malfunction occurred with 5 devices. The following information was provided by the initial reporter: it was reported from the distributor that their customer has delineated an issue, after activating the needle safety, needle did not fully retract with around 1cm needle exposed beyond device. Writer punctured skin on index finger (right hand).